Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, system shut down on its own during a case. Customer performed 2 power cycles before being able to get the system to stop faulting. Customer was able to complete the case, however the system faulted again when idle while on the phone with the customer. Technical support engineer (tse) log review showed 31089 errors reporting from the tower common compute controller (ccc). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the vision side cart (vsc) common compute controller (ccc) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.